Manufacturer narrative:
Two photos were received by bd canaan and evaluated. One 3ml assembled syringe was depicted in the photos. A crack in the barrel can be seen extending along the length of the barrel outside the scale markings approximately between the zero line up to the 1 1/2 ml line. The scale markings on the barrel do not appear to have any defects present. Based on the photos, no other defects were observed in the syringe. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a crack in a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, before use. There was no report of injury or medical intervention.